Manufacturer narrative:
(B)(4). Insulin pump passed displacement, and self test. No hardware low level failure was noted during testing; however, hardware low level failure is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio, vibrate anomaly, absence of alarms were noted during testing.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm and audio anomaly. It was also reported that volume 5 was really loud. Customer reported that they were able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.